Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. The down arrow button was found to stick when pressed and caused hyper-responsiveness/scrolling. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow and ok keypad buttons were sticking. The ok keypad button reportedly required multiple buttons to elicit a response. The issue reportedly started a month ago. The patient denied damage to the keypad and also denied that the pump was exposed to water. The patient reportedly wore the pump on a clip and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.